Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted and this implantable transvenous defibrillation lead was surgically abandoned when it was determined the lead was fractured when it exhibited out of range impedance measurements.